Manufacturer narrative:
Additional serial number: (B)(4). The batch documentation review include: the quality inspection reports did not reveal irregularities or deviations in the production process. The implant corresponds with our specifications. Complaint sample: the tibia plateau contains pieces of metal wear/parts, which seems to be milled into the plateau. The source of this metal wear/parts is unidentified. During the revision surgery the patient received an exchange to the hinge mechanism because of a deficient muscle situation. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient complains about instability problems after one year of initial implantation.